Event description:
It was reported that after opening the device package, the customer noticed no gs elbow connector came with the anesthesia circuit. No patient injury was reported.

Manufacturer narrative:
The sample was received in used conditions, without its original packaging. The sample does not have an elbow connector. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturer operator of device is unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.